Event description:
Per intermacs notification; "alarm on controller screen showed vad stopped for 33 sec. History showed no assoc. Pwr or flow decrease. Controller accidentally dropped, hitting floor with no alarms. Controller changed." Investigation is ongoing.

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation; however, attempts to understand why the product is not being returned are on-going. Additional information will be submitted within thirty (30) days of receipt. (B)(4).

Manufacturer narrative:
The product was not returned. Review of the manufacturing records indicates that the controller in question had no non-conforming issues during processing and functioned appropriately prior to release. The cause cannot be determined at this time. No additional information will be forthcoming.